Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that over the weekend the feeding tube broke off while in use on a patient. They had to go in and remove the broken piece. There was no patient injury. Per additional information provided by the customer on (B)(6) 2023, the break was discovered as the patient was vomiting and a kub was ordered. The break looked like it occurred at the #16 mark. An egd was performed to remove the broken piece. The patient has requested to hold off on replacement of the dobhoff until he speaks with his family.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition and determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.